Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the customer observed that the tubes don't fill the stablished during puncture. This event occurred 1 time the following information was provided by the initial reporter: "tubes are with vacuum issue, they don't fill the stablished during puncture."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the customer observed that the tubes don't fill the stablished during puncture. This event occurred 1 time the following information was provided by the initial reporter: "tubes are with vacuum issue, they don't fill the stablished during puncture."

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.